Event description:
It was reported, that the pump battery was depleting quickly. Resulting, in the pump shutting off. The customer¿s blood glucose (bg) level was displayed as ¿high¿. However, a specific value was not provided. Customer administered a manual insulin injection to address elevated bg. No additional information was provided. And the customer declined further troubleshooting with tandem technical support.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.